Event description:
It was reported that the right atrial lead exhibited poor sensing and high thresholds. The patient was scheduled for repositioning and it was noted that the lead had dislodged. The lead was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
No medwatch form was received.